Event description:
Customer reported experiencing an occlusion earlier in the day. There was no reported impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event, as the customer declined troubleshooting.